Manufacturer narrative:
The reported events were insulation damage, high capture threshold and high pacing impedance. As received, a partial lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection of the lead found the optim sheath was cut at the middle region of the lead. The cause of the reported event of insulation damage was consistent with procedural damage. The reported events of high capture threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to the condition of the lead as received.

Event description:
It was reported that high pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.